Event description:
The customer reported that during a procedure, the device became tight and eventually would no longer open. Tissue around the jaws were resected in order to remove the device. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.